Event description:
It was reported that patient had severe pain at the implantable pulse generator (ipg) site. The patient underwent an ipg repositioning procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago from date manufacturer was made aware.